Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with valve. The reporter indicated that a one year six month post-operative valve has a blockage and is under draining. The device was explanted. Additional event details is not available.

Event description:
Clarification: valve could not be adjusted. Underdrainage - shunt revision. No cerebrospinal fluid flow via valve, after flushing only sparse cerebrospinal fluid flow removal.

Manufacturer narrative:
B5. Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability has indicated that the progav valve has a blockage and that th shunt assistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Because the progav valve is not permeable, a computer-controlled test was not possible. The shunt assistant operates outside the accepted tolerance. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav shunt assistant. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav valve was not permeable; therefore, the claim of underdrainage could not be further investigated. The shunt assistant was permeable but the opening pressure was not within tolerance. The opening pressure of the shunt assistant was significantly higher than expected, indicating a tendency towards underdrainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve was not adjustable to all stings. The brake functionality was fully operational, however, due to the inability of the valve to hold a set pressure, it was not possible to measure the bake force. Finally, we have dismantled the valve. Inside the valve, we have found a minimal build-up of substances (likely protein). Based on our investigation, we confirm the presence of blockage in the system and that the progav valve was non-adjustable at the time of the investigation. In addition we were able to determine that the valve was operating in an under drainage state. This is likely due to the significant deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.